Manufacturer narrative:
This report is being submitted to correct the following fields of the initial report. Please see corrected fields: c, d2, g4, g6 and h2.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
It was reported the consumer received a false negative result while using the binaxnow covid-19 antigen self test. Additional unspecified testing was performed at an unspecified facility and generated a positive result. No additional information is available.

Manufacturer narrative:
Investigation report: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.